Event description:
It was reported the patient received multiple inappropriate therapies due to oversensing and short non sustained episodes, which resulted in a lead warning. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.

Event description:
It was reported the patient received multiple inappropriate therapies due to oversensing and short non sustained episodes, which tripped the lead integrity alert. The lead was replaced. No patient complications were reported as a result of this event.